Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm during normal use. Customer reported that insulin pump was not stored or not in use for an extended period of time. Customer was wearing insulin pump when alarm occurred. Customer's blood glucose was unknown. Customer was advised to monitor insulin pump and call back should issue persist.